Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2019. It was reported that a "non critical alarm" was sounding when the patient presented for his refill. The cause of the patient being unable to hear the alarms was that the patient was unfamiliar with the alarms on the pump. There was no device issue. The sounds were played for the patient to familiarize him with the alarms. The patient's weight was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had missed his refill by one day and the pump alarmed. He said "he can't hear the alarms." When he went in for his refill the next day they did withdraw medication and the pump was not empty. No patient symptoms were reported. No further complications were reported.